Event description:
The customer stated that she was treated by the paramedics for a low blood glucose reading of 20 mg/dl. Troubleshooting revealed that a 10 unit bolus was delivered the night before the event. The customer stated that she did not program that bolus and wanted the insulin pump replaced. The customer also stated that she had set the maximum bolus feature to 6 units, so she doesn't understand how the insulin pump could have delivered a 10 unit bolus. Found that the customer may have leaned on the insulin pump and accidentally activated the easy bolus feature.

Manufacturer narrative:
The insulin pump passed the functional test including the occlusion, prime, excessive no delivery and displacement tests. No unexpected bolus deliveries were noted. Confirmed that a 10 unit bolus was delivered and that the bolus maximum feature was changed to 6 units on the day after the 10 unit bolus. Unable to verify the 10 unit bolus was manually entered.